Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to lead migration and high impedance. The leads were successfully replaced with a paddle lead. The patient is doing great postoperatively. Per facility policy, the explanted device was disposed and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device. Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7072816, UDI: (B)(4).

Manufacturer narrative:
Correction to the initial MDR in block(s) h6. Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device qrb. Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7072816, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to lead migration and high impedance. The leads were successfully replaced with a paddle lead. The patient is doing great postoperatively. Per facility policy, the explanted device was disposed and will not be returned.